Manufacturer narrative:
Corrected data/ additional data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.0/+2.0/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vault, shallow ac, iris pigment loss, iris prolapse, inflammation and medication was prescribed. Reportedly "vision is great and refractive outcome is very good. However, her ac in both eyes is quite shallow. Vault is high (approx 1500-2000 micron)." And "I have started a course of steroids to counter any mild underlying inflammation". It was later reported, "shallow vault. Ucva 6/5. Clear lens. Iris pigment loss from prolapse during surgery. Iop 14". The lens remains implanted. H6: health impact code: "4614" should be added. H6: health effect- clinical code: "4581- shallow ac, iris prolapse, iris pigment loss " and "1932" should be added. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+2.0/093 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. Shallow anterior chamber (ac) and high vault was noted. The lens remained implanted. A course of steroids was administered. Post-op, the patients ocular discomfort has mostly subsided already. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Health effect impact code: 4644 - steroids work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).